Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the distal third left femur fracture was fixed with operative intervention using synthes 13-hole less invasive stabilization system femur plate in (B)(6) 2013. There were less than 13 screws (exact amount unknown) initially implanted. The femoral non-union was discovered at six months post-operation follow up. Revision surgery was scheduled for (B)(6) 2014. Re-operation; of the original implanted screws, two locking screws, self-tapping, with t25 stardrive recess were removed from the original construct and longer bi-cortical titanium 5.0 locking screws were placed through less invasive stabilization system plate to create a more stable construct. All the other originally implanted unknown locking screws (unknown number) remained in the patient. The final construct consisted of more screws (exact number unknown) than the original implant contained. Revision surgery was completed successfully with no surgical delay reported. This is report 1 of 4 for (B)(4).